Event description:
It was reported that the patient was hospitalized for postoperative chemotherapy for gastric cancer. The central venous catheter was placed in the patient for chemotherapy. The guide wire was bent which could not pass during the placement. The device replaced and a new device inserted to complete the treatment.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for postoperative chemotherapy for gastric cancer. The central venous catheter was placed in the patient for chemotherapy. The guide wire was bent which could not pass during the placement. The device replaced and a new device inserted to complete the treatment.